Manufacturer narrative:
H.6. Investigation summary: bd received photos for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had label lifting/partial peel off. This occurred on 30 occasions before use. The following information was provided by the initial reporter: ¿label lifting. Label lifting in edta tube.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had label lifting/partial peel off this occurred on 30 occasions before use. The following information was provided by the initial reporter: ¿label lifting. Label lifting in edta tube¿.